Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging. The physician indicated that there is fat around the ipg hindering charging.

Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging. The physician indicated that there is fat around the ipg hindering charging.

Manufacturer narrative:
Additional information was received that the patient was not scheduled for a revision and the physician has no plans of scheduling a pocket revision. No further action will be taken.